Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: a correlation between the device and the reported bleeding cannot be conclusively determined. The issue reportedly resolved, and the patient remains ongoing on vad support. No product available for investigation. A review of the device history records revealed the device met applicable specifications. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient required post-operative massive transfusion protocol for bleeding from their two mediastinal chest tubes. The patient received 11 units of packed red blood cells, 7 units of fresh frozen plasma, 3 units of platelets and 2 units of cryoprecipitate. No additional information was reported.